Manufacturer narrative:
Updated block: h6. The service repair technician (srt) could not duplicate the reported complaint. The roller pump was run on pulse mode for over 30 minutes with no issues seen. The srt performed pump jam and overspeed release testing which passed. The roller pump was opened to check for any loose connections which were not found. The display to pump cable was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'service pump' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.